Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient reported not being able to recharge for ¿over a month now.¿ during the call, the patient tried recharging and got poor communication and the poor communication screen on the patient programmer. The patient stated her device had been off and had not previously tried using the patient programmer. The patient confirmed the last time she felt stimulation was a month ago. The patient was to follow up with a healthcare professional. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.